Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that driveline sheath repair servicing was completed. The reported damage was in an area of the driveline that was previously repaired. It was observed that the patient had placed medical tape on top of the prior worn out repair. The old repair was removed and a new repair was applied.

Event description:
It was reported that the ventricular assist device (vad) driveline (dl) is damaged and has tape on the sheath. It was stated that the dl has a crack and there were no alarms. Servicing has been scheduled and the vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the driveline cable associated with the ventricular assist device (vad) was not returned for evaluation. Review of the vad¿s service history records indicated that the device was previously serviced and the repair actions were verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed tape which had been applied over a previous repair, suggesting that the previous repair was damaged/worn out. Of note, it was reported that the observed tape was associated with a self-repair done by the patient. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. The most likely root cause of the sheath repair damage may be attributed to factors such as normal wear over time and/or the handling of the device. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.